Event description:
It was reported that during remote follow-up, patient presented with atrial undersensing of a high ventricular rate episode due to atrial flutter rhythm on their pacemaker. No intervention was reported. The patient was in stable.